Event description:
When attempting to start an IV on a pt, when the jelco was inserted in the vein, a flashback was obtained, however the catheter would not come off of the needle and when pressing the button, the needle wouldn't retract. The button remained depressed, however the needle never retracted. This happened twice on the same pt.